Event description:
The lens haptic broke off as the lens was inserted into the eye. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2010-00122 for the intraocular lens used with this delivery device.